Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed. The root cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. Product was provided for investigation. Confirmation of the allegation was confirmed via product and data. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that readings froze. Product has been received but is pending evaluation. A follow up will be submitted upon completion. No injury or medical intervention was reported.